Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively during the placement of the lead, the catheter was kinked during the ventricular lead placement access due to patient¿s condition. The catheter was replaced with a new one. The lead was implanted. When the catheter was used to implant the right atrial (ra) lead, the lead could not obtain ideal parameters. After multiple attempts, the lead helix was damaged. The lead was attempted not used and replaced. When the venous sheath was teared, the graph changed on the ventricular lead. The catheter was replaced and the ventricular lead was successfully implanted. No patient complications have been reported as a result of this event.